Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection confirms a piece of the bumper is missing from the device. The missing piece was not returned with the device. This device was manufactured in 2016. This device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that during surgery, while malleting femur on, black piece chipped off the impactor. Backup device available, no delay and no injury reported.